Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Evaluation found a file (broke inside contra angle) defect, removed. Contra angle cleaned and oiled. General check without error. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by (B)(4).

Event description:
In this event it was reported that a reciproc direct contra angle was involved in a file breakage; no injury resulted.